Event description:
It was reported the patient ((B)(6)) experienced auto-reduction on each of the stimulation programs. Diagnostics indicated high lead impedance values. X-rays will be taken as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.